Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the refrigerator door was failed repeatedly the customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was ghost failure. The field service engineer tested in hta and application and the issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device.